Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture. Visual evaluation: device photograph(s) for the device related to the reported event of rupture and anxiety-product/procedure was reviewed on (B)(6) 2022. Visual analysis of the photographs identified a broken device. The device is labeled by left side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported ¿is not experiencing symptoms, but would like to find out more information about warranty. Healthcare professional reported left side implant exchange due to concerns with the product. Healthcare professional additionally reported left side rupture. The device has been explanted.